Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated it on mar. 29, 2019, and found as follows: the breakage part was found to be a probe. The probe was broken off at 17 mm from the distal end. There was a discolored area that turned black around the broken point of the probe. The fracture surface of the probe showed that crack developed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the spark occurred while the user activated output, consequently the probe heated and cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows; *should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment by referring to chapter 8, troubleshooting, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus.

Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc received the correct lot no. On (B)(6) 2019 and corrected the d4 column. The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the tip of the device broke off and fell into the patient. The fragment was retrieved. There was no patient injury reported. This is the report regarding the breakage of the tip of the device.